Event description:
Related to MFR report # 2183959-2012-01925. It was reported by the plaintiff¿s attorney that on or about (B)(6) 2010 the plaintiff was implanted with an elevate posterior prolapse repair system with intepro lite. It was alleged that the plaintiff ¿has suffered/ will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities¿, ¿has suffered/have suffered/will continue to suffer loss of care, comfort, consortium, guidance, support¿, ¿and/or other losses and damages¿.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.